Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device was making a constant tone. Customer's blood glucose was unknown. Buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked; unable to performed functional test due to keypad anomaly. The insulin pump was monitor and no unexpected audio or beep anomaly noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.